Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that before use on a patient, the clinical user powered on the cs300 intra-aortic balloon pump (iabp) and the screen was blue and could not display anything. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was able to duplicate the reported issue and replaced the display controller board assembly. Subsequently, the display was working normally. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that before use on a patient, the clinical user powered on the cs300 intra-aortic balloon pump (iabp) and the screen was blue and could not display anything. There was no patient involvement and no adverse event was reported.